Event description:
It was reported that a stent shortened. The target lesion was located in the left renal artery. A 6.0mm x 14mm x 150cm express vascular sd stent was advanced to the target lesion and deployed, but the stent was short and did not completely cover the lesion. The procedure was completed. No patient complications were reported in relation to this event.